Manufacturer narrative:
The patient and device codes were coded by the manufacturer. Investigation results: a visual inspection performed on the ceramic insulator showed no discrepancies and/or fractures. A functional test actuation opened and closed scissors blades with no non-conformities. A point-to-point continuity check performed on the device detected an open circuit. The complaint is confirmed.

Event description:
The hospital that during the saphenous vein harvesting procedure, the scissors on the harvesting cannula would not cauterize the side branches. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.